Event description:
It was reported that during a bph surgical procedure at 20460 joules and 4:42 minutes "overheating after a few seconds of shooting" and "it repeats during every shooting" were noted. The case was completed using and alternative procedure (resection). The tip of the fiber was not cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
Additional information: it was further confirmed that there was no patient harm. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and connector contamination. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.